Event description:
Customer reported low grade diagnostic cells seen outside field of view (fov) on one or two slides a month. Customer informed field service engineer (fse) that this imager missed 2 cases that had koilocytes, low grade cells. These were outside of the 22 fovs and were missed by the imager. Fse spoke with customer (tracy davidson). She reported 2 cases that had diagnostic koilocytes low grade cells that were not picked up by this imager and were not in fov while screening these slides on the review scope. Fse reviewed error log and run reports. Fse did not find any errors or events relating to this complaint or that would be an issue not to operate the instrument. Fse cleaned optics path and performed all optics set-ups per technical documentation. Imager passed verification slide test and imaged services slides with no events. Imager is operational.